Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter. When attempting to power on the ventilator, it would not power on. The charge status and the external power led would not illuminate. Bench testing revealed a malfunctioning power board was creating the power issue. Visual inspection revealed a component on the board was burnt.

Event description:
It was reported to vyaire medical that the ac adapter was not working on the ventilator. The ac adapter works fine with other ventilators, but not this ventilator. While in service, it was discovered that the issue was with the power board. The power board had a burnt component. There was no patient involvement associated with the reported event.